Event description:
During an upper endoscopy, a cook captura serrated forceps with spike was used to take one biopsy of the esophagus. The biopsy caused bleeding that the dr felt was excessive. The bleeding did not require medical or surgical intervention. The same observation was made five (5) times. See mdrs 1037905-2012-00360, 00361, 00362, 00363 and 00364. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. No discrepancy or anomaly was observed with the product released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Correction action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post-market feedback continues to become available.